Event description:
The customer returned the gastrointestinal videoscope for a separate issue. During the initial evaluation of the returned device, the air/water tube and air/water cylinder had foreign material. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is still ongoing.A supplemental report will be submitted when the investigation has been completed or when new and significant information becomes available.Olympus will continue to monitor the field performance of this device.